Manufacturer narrative:
Concomitant medical products: model: addr01, ipg; implanted: (B)(6) 2014; model: dvbc3d1, ICD; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unstable thresholds, no capsure at max output, oversensing, noise, high impedance on the hvb coil, and rising impedance on the pace/sense portion of the rv lead. A lead fracture is suspected. The lead was reprogrammed "off" and was eventually capped and replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.